Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency department with the right ventricular lead experiencing high defibrillation impedance and increased capture thresholds. The physician elected to monitor the patient with a home monitor. The patient was stable.